Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the digital pcb assembly. However, further component cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to detect a simulated patient connection. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Field d4 gtin # of the initial MDR indicates - blank. Field d4 gtin # of the initial MDR should have indicated ¿ 00885074440323.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to detect a simulated patient connection. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.